Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified the implant was attached to the mount; there were signs of use, dried blood and bone and a scratch on the implant collar. Functional testing was performed for the returned product and it was determined the device passed functional testing as it properly disassembled and reassembled as well as assembled and engaged to an in-house compatible ratchet driver. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction of the implant was not confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that the bundled mount and implant disengaged.